Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. It was reported that the pump would not be returned for evaluation. A correlation between the device and the reported event could not be determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was suspected that the patient suffered a small ischemic stroke on (B)(6) 2016. The patient developed distal right hand weakness, had a nih stroke scale score (nihss) of 0, an inr value of 1.5, 2 negative CT brain scans, and a negative head/neck cta scan. There were reportedly no recent changes made to the patient's anticoagulation regimen. On (B)(6) 2016, the patient presented with aphasia and right hemiplegia. The nihss increased to 21 and the patient's inr value was 2.1. A CT brain scan showed a left middle cerebral artery (mca) infarction, and a cta showed a left m1 occlusion. IV heparin was resumed and the patient remained intubated. 9 days post stroke, the patient was noted to have decreased responsiveness and blown pupils. A repeat CT brain scan showed catastrophic edema in the left mca territory with a hemorrhagic conversion, midline shift, and herniation. IV heparin was discontinued. The patient's pupils were fixed and dilated with no corneal reflex. The patient was not breathing over ventilation, and had no motor response to noxious stimuli. A neurological examination showed a moribund exam. The patient's family elected to withdraw care, and the patient expired on (B)(6) 2016. The device was reportedly functioning as expected. No further information was provided.